Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: finland.

Event description:
Unomedical reference number (B)(4). Event occurred in finland. On (B)(6) 2024, it was reported that the patient faced tape was not sticking and infusion sets fell off too early in the last month. No further information available.